Event description:
Since the essure implants were placed (B)(4) 2015 I have had a continuous yeast infection that will not go away with treatment, other infections in chest, kidneys, constant pain, cramping, bicating, fatigue, itching/hive like rash, hair loss and weight gain. I am looking into having them removed.